Manufacturer narrative:
H10. Related report number: was updated.

Event description:
It was reported that the patient experience acute hemoptysis. The target location was located in the left pulmonary arteries. A v-18 control wire was selected for use. However, the left pulmonary artery was perforated. Upon perforation, the patient experienced acute hemoptysis. The procedure was paused then resumed after 10-15 minutes. The procedure was completed with the same device. The patient remained stable throughout the case. No complications were reported. The patient was observed in the recovery room for few extra hours prior to being discharged.

Event description:
It was reported that the patient experience acute hemoptysis. The target location was located in the left pulmonary arteries. A v-18 control wire was selected for use. However, the left pulmonary artery was perforated. Upon perforation, the patient experienced acute hemoptysis. The procedure was paused then resumed after 10-15 minutes. The procedure was completed with the same device. The patient remained stable throughout the case. No complications were reported. The patient was observed in the recovery room for few extra hours prior to being discharged.